Event description:
The consumer reported, using the product for less than eight hrs on both of her lower legs while sleeping. When the patches were removed, the consumer described blistering and skin removal resulting in some scarring in the areas worn. The consumer works at a doctor's office, and consulted a nurse who recommended using triple antibiotic ointment.

Manufacturer narrative:
The consumer used the product of-label by wearing while sleeping. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. The lot number was not provided from the reporter to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the patient experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.